Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, it was noted that the device was in back up mode. The device was reprogrammed to resolve the issue and normal device function was restored. The patient was stable with no adverse consequences.